Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced no flow following stent deployment. The index procedure treated one target lesion measuring 3.0x25mm in the 80% stenosed mid lad (left anterior descending). Treatment consisted of placement of a 3.0x32mm taxus liberte stent resulting in 0% residual stenosis and timi 3 flow. Following stent placement, the patient was treated with intracoronary verpamil due to no reflow following stent deployment. The patient was discharged one day post procedure on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced no flow following stent deployment. The index procedure treated one target lesion measuring 3.0x25mm in the 80% stenosed mid lad (left anterior descending). Treatment consisted of placement of a 3.0x32mm taxus liberte stent resulting in 0% residual stenosis and timi 3 flow. Following stent placement, the patient was treated with intracoronary verpamil due to no reflow following stent deployment. The patient was discharged one day post procedure on aspririn and prasugrel.

Manufacturer narrative:
(B)(4).